Manufacturer narrative:
Upon receipt, visual inspection noted a smoothed region on the device can. Further evaluation with sem noted scratches that were consistent with abrasion. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to suspected malfunction. The patient had hypotension during surgery, and pain post-operation. Patient was held until the next day and was discharge in stable condition.